Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "no audible alarm". No adverse patient effects were reported.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "no audible alarm". No adverse patient effects were reported. Additional information was received on 03/12/2020 indicating that the alarm failure issue was discovered during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
B5: updated with additional information. H6: updated to reflect 2645.